Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the tortuous left anterior descending artery (lad). An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while advancing towards the lad, the ivus catheter twisted around itself and had strange noise. The physician had to remove the guide, wire, and ivus catheter from the patient. The procedure was completed another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b: product code: itx.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the tortuous left anterior descending artery (lad). An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while advancing towards the lad, the ivus catheter twisted around itself and had strange noise. The physician had to remove the guide, wire, and ivus catheter from the patient. The procedure was completed another of the same device. No patient complications were reported. It was further reported that the catheter wrapped around the guidewire.